Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15872. It was reported the patient had not used or charged his ipg in several months due to experiencing ineffective stimulation. The patient has also lost approximately 35 pounds. The sjm representative met with the patient and indicated the ipg was unable to communicate with external devices. The next course of action is undecided at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.